Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a breast mastopexy in (B)(6) 2011 and topical skin adhesive was used. Two weeks later, the pt presented with severe redness around area of the skin adhesive. She was treated with an antihistamine as an outpatient. The pt then returned to the hospital again with redness all over her body spreading from the site of the adhesive application and had minute respiratory distress. She was admitted and given IV steroids and the problem began to resolve. The problem seemed to occur only once the tape was removed. The pt went on to have extensive patch testing, and it was revealed that she had a severe response to both benzyl peroxide and 1, 6-hexanediol diacrylate and an allergy to formaldehyde. Currently, the pt is fine.